Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device emitted a double beep for no cassette during testing. No patient injury was reported.

Manufacturer narrative:
The device serial number was updated from (B)(6) to (B)(6) on 01-sep-2022. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 20-sep-2001.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals removed and fluid ingression on the downstream sensor. There was no evidence of the error recorded in the event history log. The customer problem double beep no cassette was duplicated during the investigation. Fluid ingression was found on the downstream sensor, which was the cause of the reported issue. For corrective action it was recommended that the downstream sensor be replaced. The root cause of the reported problem was user induced. The product is beyond 21 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).